Event description:
Incorrect patella was implanted during bicompartmental knee replacement.

Manufacturer narrative:
Incorrect patella was implanted during bicompartmental knee replacement. There was no adverse impact to the pt.